Event description:
Spontaneous report. Hhrn (B)(6) rn about curlin pump alert. Per (B)(6) when he turns on the pump, he gets an alarm stating "system timeout''. Per moog manual, this is lithium battery low. Tried to replace batteries and still same error presents. Pump being replaced. This is patient's first day of infusion, no disruption of infusion and patient will be infused via gravity. Pump will be returned indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: health professional.